Event description:
A customer contacted beckman coulter inc. (Bci) regarding various performance problems with their creatinine (crem) assay on the unicel dxc 800 pro synchron clinical systems. The customer mentioned that approximately 6 weeks earlier they had reported a "low" crem result. A physician questioned the result and when the sample was retested, the lab obtained a "high" result. The pt's report was amended with the higher result. No add'l info regarding this event was provided. Although it could not be confirmed, it is likely that pt treatment was not affected by the erroneously low result, since the physician questioned the result.

Manufacturer narrative:
Due to length of time since the event, the customer does not remember any specific details. On the day the customer contacted the bci call center, (late 2007), they indicated they had primed the system with hot water, but this did not resolve the problem. The bci call center recommended to prime the system with a prepared 1n hcl cleaning solution, to clean the crem cup with a q-tip, and perform lamp calibration. However, these maintenance steps did not resolve the problem. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered that the reagent supply tube fitting was loose and leaking. The fse cleaned and reseated the fitting, replaced the stirrer motor, primed the system, recalibrated crem and ran qc. The customer has not had any performance issues with their crem assay since the fse serviced the instrument. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.